Event description:
It was reported that during a routine device change out, when the pre-pectoral pocket was accessed that it was observed that the left ventricular (lv) lead had migrated to a position overlying the device. Great care was taken to not damage the lv lead while opening the pocket. The lead was also inspected and tested with satisfactory electrical measurements confirmed. The lv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D274trk implantable cardioverter defibrillator (B)(6) 2010; 694765 implantable tachy lead (B)(6) 2003.